Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The tw complaint history review was completed and it was confirmed that multiple complaints were received with similar serial (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
Case ID: (B)(4). Case status: open. Summary: 8110 failing pm. Case notes: problem description: 02/12/2018 07:37:26 (B)(4). 8110 sn: (B)(4) npi. Failing pm force accuracy test. Bio med tried to calibrate and would notice the drive arm slipping when force was being applied. Recommend to send unit in for repair due to the split nuts worn out. Advised the cost of the housing assembly versus flat rate repair. Bio med will get po and call for RMA. Ir (B)(4).